Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 failed. A field service engineer (fse) found that auxiliary drawer 1.1 was functioning upon arrival. The customer was able to open the drawer, and inventory showed no issues. The fse powered down the machine, receded the retractor band and roll board cable for auxiliary drawer 1.1, then powered the system back on. The drawer was tested using the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 1.1 cubies repeatedly failed, displayed the error ¿read/write invalid cubie memory.¿ the customer stated that this malfunction occurred when the user tried to issue medication to patient and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.